Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis with both covers cracked. Upon visual inspection the led's and pcb's were observed to be damaged. The event history log was reviewed; no discrepancies found. The tank was filled with water, temp check was attached, line cord was plugged in and the unit was turned on; duplicating the complaint of broken led's. Based on the evidence, the root cause was found due to user interface.

Event description:
Information was received indicating that the led's to a smiths medical level 1 hotline blood and fluid warmer were found damaged during pre-test. There was no reported patient involvement or adverse effects.